Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the batteries were not returned for evaluation. Log file analysis revealed that the batteries discharged as expected when in use. Log file analysis also revealed multiple occasions within the analyzed period where a battery was depleted to 24% and would increase to 25% after the controller had switched to the secondary power source. As a result, the reported power consumption event could not be confirmed; however, the reported increase in led lights event was confirmed. The slight increase in capacity is likely the result of the controller switching to the secondary power source after the primary power source depletes below 25%, as per the controller's normal expected behavior, which decreases the load on the battery. The battery capacity display on the controller and battery is intended to light two led indicators for capacities between 25-49% and one led indicator for capacities below 25%. Based on the available information, a possible root cause of the reported increase in led lights can be attributed to the battery regaining capacity after its load had been decreased, resulting in the charge going from 24% to 25% capacity. Applicable risk documentation and experience with events of similar circumstances were considered; events involving batteries that rapidly discharge can be attributed to soldering or welding defects. Additional products: d4: serial or lot#: (B)(6), h3: yes, h6: FDA method code(s): 4112, 4114 ,h6: FDA results code(s): 213, h6: FDA conclusion code(s): 67, d4: serial or lot#: (B)(6), h3: yes, h6: FDA method code(s): 4112, 4114, h6: FDA results code(s): 213, h6: FDA conclusion code(s): 67, d4: serial or lot#: (B)(6), h3: yes, h6: FDA method code(s): 4112, 4114, h6: FDA results code(s): 213, h6: FDA conclusion code(s): 67, d4: serial or lot#: (B)(6), h3: yes, h6: FDA method code(s): 4112, 4114, h6: FDA results code(s): 213, h6: FDA conclusion code(s): 67. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-aug-2020 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 27-aug-2019, (B)(4); brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-aug-2020 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 27-aug-2019, (B)(4); brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-nov-2020 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 30-nov-2019, (B)(4); brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-nov-2020 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 30-nov-2020, (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery was draining quickly and reached two bars quicker than expected. It also showed one bar and then showed two bars without being charged. It was unknown which battery exhibited the behavior. It was suspected that the issue occurred due to a user error, and additional battery education was provided to staff. The batteries remain in use. No patient complications have been reported as a result of this event.